Event description:
It was reported that the micro sagittal saw heated up during a case. There were no pt or user injuries, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, it was observed that there was widespread corrosion and that the rotor would not spin. The presence of widespread corrosion could cause or contribute to the handpiece heating up.